Event description:
A peripheral orbital atherectomy device (oad) was used via groin access for treatment of lesions in the right common femoral artery (cfa), superficial femoral artery (sfa), and popliteal artery. The distal sfa lesion was treated on low, medium, and high speed. The popliteal lesion, which was a chronic total occlusion, was treated on low and medium speed thereafter. The cfa was treated on low, medium, and high speed. The crown detached from the driveshaft during the final treatment in the cfa and migrated to a collateral vessel. This was observed on imaging after the oad had been removed. Multiple unsuccessful attempts to retrieve the crown with a snare were made. The crown was abandoned in vivo.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi for analysis. The driveshaft crown was detached and not returned for analysis. Scanning electron microscope analysis of the driveshaft section revealed the presence of thin solder residue on the distal and proximal edges of the crown bond location. The root cause of the crown bond failure is considered to be a manufacturing issue due to an insufficient solder bond. When tested, the device functioned as intended. Csi ID: (B)(4).